Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) and a system error 2367, which occurred on the home choice (hc) during dwell 3 of 6. The home patient (hp) stated they were still connected to machine. The technical service representative (tsr) had the hp cycle the power to a system error 2367 then the tsr had the hp cycle the power to press go to start and had the hp disconnect and remove the cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear the alarm and advised to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the nurse on (B)(6) 2012. The nurse stated, the event was not reported and the patient was doing fine with therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined. The sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.